Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15442. The pt has 4 leads implanted (2 from one lot and 2 from a different lot) as part of her scs system. It was reported the pt's stimulation has been ineffective since her scs system was implanted. The pt stated multiple reprogramming efforts have been unsuccessful. The pt also stated the stimulation she does feel is in her epidural area and she needs stimulation in her lower back. The sjm representative met with the pt and was able to achieve stimulation in the correct location, however, the pt was not receiving effective pain relief from the scs system. Diagnostic testing indicated several irregular impedances on the leads.